Event description:
A customer reported concerns about bubbles forming in the cartridge of their insulin management device, requiring frequent checks and line clearing 1-2 times a day. There was no reported impact on the customer's blood glucose level. The customer is utilizing the device's case and has attached it to their clothing to manage the situation. No additional information was received regarding any further outcomes or actions taken.